Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 419378: lead. Implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician had issues tightening the setscrew on the cardiac resynchronization therapy defibrillator (crt-d). The pacing impedances on the right atrial (ra) lead and right ventricular (rv) lead were high and undefined. The physician removed the leads and reassessed the connections, but the impedances were still high and undefined. Both leads were then check though the analyzer and they were normal. The physician then removed the crt-d device and implanted a new device no patient complications have been reported as a result of this event.